Manufacturer narrative:
A.2, a.4, a.5, and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that roughly four days into impella cp support, a patient endured persistent runs of ventricular tachycardia. Multiple defibrillations were required to counteract the condition. Support continued uninterrupted following the intervention. The following day, the bedside staff made the decision to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The device was not returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.